Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 21-oct-2014, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome(radiculopathies). It was reported that the patient's lead was inactivated but not removed and it was still inside the patient's body. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the lead being inactivated and left in the patient¿s body was that the lead was scarred into place and the surgeon was unable to remove it. No actions/interventions would be taken to resolve the lead being inactivated and left in the patient¿s body. No further complications were reported/anticipated.